Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm on the mobile power unit (mpu) was confirmed via the submitted log file. The mpu was not returned for analysis; however, a log file was submitted and data from the reported event date of 11nov2024 was reviewed. At the start of the log file while connected to the mpu, a loss in alternating current (ac) power occurs resulting in a no external power event. This no external power event resolves when power to the mpu is restored. No external power events due to a loss in ac power while connected to the mpu happen multiple times throughout the log file on (B)(6) 2024 at 08:47:48, 09:27:35, on (B)(6) 2024 at 08:47:48, 09:27:36, and on (B)(6) 2024 at 08:47:33 and 09:27:21. The backup battery provided support to the system during these loss of power events. There were no other notable events active in the log file. Pump operation was not affected. Multiple good faith efforts were sent in attempt to retrieve additional information regarding the serial number of the mpu, if the mpu has the v-lock connector for the ac power cord, the cause of the alarm, and if any equipment was exchanged or returning for analysis; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the mobile power unit were unable to be reviewed due to the serial number information not being provided. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a loss of power. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the log file contained multiple no external power events while connected to the mobile power unit (mpu). The low voltage hazard events seen were the result of slow discharge of the mpu capacitors when they suddenly lose power. The system controller did switch appropriately to the emergency backup battery when the external power was lost. These events appeared to resolve once external power was completely restored.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.